Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: gastrectomy. According to the reporter: during the case a loose piece of plastic from the tyvek (package) was stuck on top part of the port and it was not noticed until the port was inserted and the piece fell into the cavity. The piece was retrieved and they continue to use the port. To find and retrieve the piece, it took about one hour. No injury to the pt. No bleeding. No tissue damaged. No pt info available.